Event description:
It was reported that the 9900 system displayed a "joystick stuck" error on bootup. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Installed a new remote user interface (rui). The system was tested and found to be working as intended and placed back into service.